Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that when using a small volume nebulizer inline with the nkv-330 ventilator, it would alarm 'circuit occlusion'. The ventilator continued to ventilate the patient. There was no harm to the patient. The reporting hospital could not share patient demographics.